Event description:
It was reported that during the initial implant of the device, egm noise and oversensing had been observed. At that time the device was disconnected from the lead, cleaned and reconnected as the noise could not be replicated. Later that day oversensing was observed. The device was removed and replaced and the lead was reused. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Evaluation summary: (B) (4) no anomalies found.